Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number is (B)(6). The calibration and qc were passing on the date of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable cholesterol gen.2 result from the cobas integra 400 plus w/o ise for 1 patient sample. The initial result was 399 mg/dl. The sample was repeated multiple times with results of 197 mg/dl, 196 mg/dl, and 198 mg/dl. The sample was repeated because of the abnormally high initial result. The repeat results were deemed to be correct.